Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that he thought user error contributed to the event. No product lot number was reported, therefore no qualification records could be reviewed. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 325 mg/dl within four hours of placing the pod on his back, a site he had not used before. He stated that the cannula was kinked and had a little blood in it, but that he felt it was user error.